Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and possible alval as there was evidence of blackened tissue. Update rec'd 7/30/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt chromium levels. A doi has been provided. The head and liner are now being reported to address allegations of metal on metal. A stem is now being reported to address allegations of elevate toxic metal ions.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).